Event description:
Customer reported receiving an e-6 message when attempted to calibrate her relion ultima advance meter. Customer also reported experiencing symptoms of headache, fatigue, nausea, seizure and loss of consciousness with a reading of 500 mg/dl from an unknown source. Customer stated that she was given an IV and her insulin medication during the course of her medical event; however, it is unknown if these treatments were related to her symptoms or the reported reading. Customer further reported being diagnosed with severe hypoglycemia and treated with an IV by a health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer reported two separate meters in initial report. Customer returned meter (B) (4) which was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. If the second meter is returned, an investigation will be performed and an additional supplemental report will be submitted. This is a final report.

Event description:
Customer reported receiving erratic readings of 476 mg/dl and 269 mg/dl from his freestyle lite meter (B) (4). Customer also reported receiving a reading of 289 mg/dl for another meter (B) (4) which is higher when compared to his meter with a reading of 203 mg/dl. In addition, customer reported obtaining a reading of 160 mg/dl from his meter then obtained a reading of 60 mg/dl 15 minutes later with a competitor meter. Customer reported experiencing symptoms of hypoglycemia and lost of consciousness and eating candy to counteract his symptoms. Paramedics were called and they treated customer with glucose, "sugar water" and an IV. Customer was then transported to a health care facility where he was diagnosed with severe hypoglycemia and treated with oral glucose, "sugar water", food and an IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It is unknown which set of reading that customer received at the time of the event. The manufacture date for meter: (B) (4) is 01/07/2009.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).